Event description:
It was reported that customer experienced cgm error and needed help restarting sensor session. There was no reported impact to the customer¿s blood glucose level. Customer contacted support, completed pump reset with guidance from technical support, confirmed that error did not return, and successfully started new sensor session.